Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report from a customer reporting that one of the main display monitors has smoke coming out of it and the scanner is not working. There is no report of harm to a patient, operator, or bystander due to this reported event.